Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data was returned. Evaluation of the clinical data provided evidence of the customer's report with "lead fault" entries during attempts to discharge energy. This is not necessarily an indication of a device malfunction since these are typically indicators of poor patient coupling that could prevent the device from discharging. It is important to note that the device successfully discharged when valid impedance was detected. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was intermittently unable to discharge via external paddles. 60 seconds after the shock buttons were actuated, the device discharged energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device's defib output was incorrect.